Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: a synergy ii stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged. The 6th most distal stent strut was partially lifted from the stent profile and bent back distally, no signs of damage to the rest of the stent. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter of the undamaged portion of the stent was measured and the result was within the maximum crimped stent profile range. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft section 95mm proximal to port entry site. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 28 synergy ii drug-eluting stent was advanced to treat a lesion. However, the device failed to cross the lesion. It was then noted that the stent stuts of the distal end were flared. No patient complications were reported.